Manufacturer narrative:
The suspect interface (umbilical) cable was received by the manufacturer for evaluation. Testing found that an open was between two pins on the cable. Visual inspection found no faults.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the interface (umbilical) cable was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, a frame rate error message appeared on the imaging system on multiple occasions. The reported issue occurred during testing. Disconnecting and reconnecting the interface (umbilical) cable did not restore functionality. There was no patient present when this issue was identified. No additional information was provided.